Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer replaced the infusion sites and went high blood glucose was 400 mg/dl, above 400 mg/dl, 6 or 7 hours ago, not accepting the calibrations. Customer reported changing out set and continuing to use insulin pump when blood glucose was high blood glucose changed to a 101 mg/dl and other blood glucose value was 390 mg/dl. The customer was assisted with troubleshooting. Customer reported loss of communication between insulin pump and transmitter. Customer was running over blood glucose of 400mg/dl and she just replaced the infusion set when it started going up customer decided to replace the infusion set again and she was back to blood glucose of 101 mg/dl. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.